Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During the patient call, the customer reporting the contamination of the bodily fluids inside of the autopulse platform. In addition, the autopulse platform (sn (B)(4)) displayed a fault code 08 (motor controller fault detected). No further information was provided. No consequences or impact to patient.